Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date. FDA notified?: (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that there were air bubbles in the tubing which resulted in the line being removed from the pump could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20066548 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the as lvp 20d set had air bubbles in the line during use that caused the air-in-line alarm to go off. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "air bubbles m both tpn and il lines multiple times, air bubbles noted m lines above ivpump and below IV pump requiring removing line from pump, air in line alarm also 2x and bubbles found below IV pump. Tpn line had not been changed that day. All IV pumps were changed that evening after rn had experienced several alarms, this has happened before with this patient."